Event description:
It was reported that the tubing of a clearlink system continu-flo solution set became "unglued" (disconnected) around the port and fluids were found to be running on the floor. The issue occurred during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed which identified the tubing was separated from the first y-site clearlink in the downstream part. There was a lack of solvent during the examination of tubing; the solvent was not applied uniformed in the tubing. The reported condition was verified. The cause of the separation was due to an assembly issue during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.